Manufacturer narrative:
This report corresponds to follow-up MDR#: 1219702-2024-00019 submitted on 01-jul-2024. No additional findings are available as the device and other additional information were not available for investigation. Note: this MDR#: 1219702-2025-00005 is a duplicate report of MDR#: 1219702-2024-00019 (as confirmed by the user facility).

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The device involved in this incident has not been returned to belmont for investigation. During a call with the user facility on december 20th, it was reported that the over temperature incident lead to a burn injury to the patient with no alarm, but there is no evidence that the device caused injury or any details to the extent of this reported injury at this time. The circulating water temperature in the allon is limited by software to 40.8 c and by hardware to 42 c and is not expected to cause skin burn. The operator's manual provides the following warning statement: ". The user should verify that no fluids are present at the skin/wrap interface during the procedure. Failure to do so can cause lesions on the patient's skin. Following the procedure, a pattern resembling the wrap may appear for a short period of time on the patient's skin". Pressure sores may appear or develop when soft tissue is compressed between a bony prominence and external surface. The use of the allon® system does not prevent this from happening. In order to prevent pressure sores, hospital routine care should be taken during long thermoregulation procedures allon involved in this incident was not sent to belmont for investigation therefore, a thorough investigation into the device involved could not be carried out. The staff took a video of the incident which they are not yet ready to share with belmont. Belmont has not received any additional details on patient injury, or clinilogger data. Without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
During site visit, belmont's clinical specialist were informed about the issue that occurred in april 2024. Users reported that a patient undergoing treatment and wrap felt unusually warm to the touch. There is also a report of staff putting a surface probe (another device independent of the allon) on the surface of the wrap and measuring an unexpectedly high temperature. The staff took a video of the incident which they are not yet ready to share with belmont. While on site, brett and asa powered on system and they received an error "temp regulation paused: water temp too high". System to be swapped with replacement system but is currently undergoing review by site risk management, so is not available for return

Manufacturer narrative:
On april 11, 2025, additional information was received including image of patient injury. There are no details available on which wrap was used in this incident or clinilogger data available. As of this date the hospital has not allowed an inspection of the allon device , despite repeated requests. Review of the patient injury image associated with complaint number (B)(4) determined that the patient suffered skin injury. It is important to note that only black-and-white images were provided and only of the patient's back not the thigh or buttocks. Therefore, it has not possible to fully assess the injury and its potential cause. The patient underwent an aortic valve replacement on (B)(6) 2024. The skin injuries were noted to be on the patient's back, thigh, and buttocks, which are locations that the wrap is intended to contact. The allon device was used during the surgery to maintain body temperature at 37°c. During the procedure, the heart is stopped to safely perform replacement of the valve. When the heart is stopped, the patient is placed on a bypass machine and the patient's blood is cooled as it circulates outside the body until the procedure is completed and heart is restarted. It is not known from the information provided whether the allon was turned off during the cooling process. Should the allon not be turned off, the allon will still heat the skin that has limited blood flow and potentially large delta in temperature between the wrap and the skin can occur, as the wrap is at normal body temperature, but the patient is actively being cooled. Additionally, if the device is in normothermia mode, the probes may provide information to the machine that more heat is required to keep the patient at the 37°c. In addition, it is not known if preparation solutions were used between the patient's skin and the wrap and whether the solutions were applied in different locations. The device involved in this incident was never returned to belmont for investigation. Although image provided shows injury to the patient, we could not confirm whether the device contributed to the patient injury.